Manufacturer narrative:
Additional info: visually and optically confirmed the broken off instrument component is cracked and bent outward, consistent with bend stress overload. Sample legacy mas head used to functionally evaluate proper engagement and removal of component; no issues identified with engagement or removal of head on the remaining arm. The above observations are consistent with bend stress overload as the mechanism of failure.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a minimally invasive surgical procedure at t9-l3. It was reported that the extender was difficult to remove and the flange broke off. No patient complications were reported.